Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had to call paramedics twice for low blood glucose in the last week. Customer called in to reprogram her insulin pump. Customer stated she wanted to change it to 50% basal rate for two hours instead of 100%. Customer was assisted. No further information reported.